Event description:
It was reported that balloon removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal left anterior descending artery. Predilation of the lesion was performed using a 1.25mm and a 2.25mm semi-compliant balloon catheter however indentation of the lesion was not completely removed. Then a 12 x 2.25 promus premier¿ stent was advanced and was able to cross the lesion with difficulty. The stent was deployed at rated burst pressure. After deployment, the stent delivery system (sds) balloon was deflated however after deflation, the sds balloon became stuck with "something" and was unable to be moved backwards or forward. The sds balloon was inflated and then deflated several times but the sds balloon could not be moved. The sds was pushed and pulled gently for approximately 5 minutes and the sds balloon moved with resistance. The sds was able to be removed from the patient. There was no stent deformation observed on cineangiocardiogram and the procedure was completed. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis as it was deployed at the lesion site. The balloon cone profiles and the balloon profile were reviewed. Analysis of the balloon noted the entire length of the balloon body appeared damaged and not folded back neatly into position. The balloon appears to have been subject to a drag distally on the balloon wall material. The balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. The inflation device was verified before and after use. No issues were observed with the balloon wall; however the inner wire lumen was evidently damaged within the balloon. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. A visual and tactile examination found the inner wire lumen was damaged and stretched between the distal & proximal markerbands. As a consequence of this stretching, the lumen walls have necked and during examination, it was not possible to insert a product mandrel or guidewire past the damaged location. This type of damage is consistent with excessive tensile force being applied to the delivery system. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. Based on the analysis performed, it can be stated that there were no manufacturing or design issues noted with the device which could have caused the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal left anterior descending artery. Predilation of the lesion was performed using a 1.25mm and a 2.25mm semi-compliant balloon catheter however indentation of the lesion was not completely removed. Then a 12 x 2.25 promus premier stent was advanced and was able to cross the lesion with difficulty. The stent was deployed at rated burst pressure. After deployment, the stent delivery system (sds) balloon was deflated however after deflation, the sds balloon became stuck with "something" and was unable to be moved backwards or forward. The sds balloon was inflated and then deflated several times but the sds balloon could not be moved. The sds was pushed and pulled gently for approximately 5 minutes and the sds balloon moved with resistance. The sds was able to be removed from the patient. There was no stent deformation observed on cineangiocardiogram and the procedure was completed. No patient complications were reported and the patients status was good.